Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10368. It was reported the pt has experienced uncomfortable heating at the ipg pocket while charging. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected. The pt was advised to review and follow the recommendations as documented in the field action letter. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.